Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2025 and barbed suture was used. It was reported that surgeon was using the barbes suture for the first time during an evaluation when the suture broke after 4 passes. She was doing a robotic hysterectomy. They brought in a vloc to finish the vaginal cuff closure. Procedure was delayed by 2 minutes. No patient consequences was reported. One device is retuning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any change in the patient¿s post-operative care due to the prolonged procedure? - please provide lot number. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was reported: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 2. Action taken when event occurred? They brought in a vloc to finish the vaginal cuff closure. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.